Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair, the footprint threads of the suture came out of the implant despite having been threaded earlier. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging, the insertion device was returned with no suture or anchor returned, and there is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.